Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least twenty (20) times a one-link luer activated device did not allow flow. The nurses had to restart the IV lines. The device was attached directly to the catheter, and the IV set used in conjunction was a baxter primary IV set. One device was saved, but the rest were discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.